Manufacturer narrative:
Medtronic received additional information that the 35mm mitral annuloplasty band was explanted and replaced due to moderate regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 7 months post implant of this 35mm mitral annuloplasty band, the band was explanted and replaced with a 36mm annuloplasty band of a different model. The reason for the replacement was not reported. No additional adverse patient effects were reported.